Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a small open wound. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician did not prescribe anything for the skin irritation and stated it was due to sweating a lot and to keep the area dry. Reporting out of an abundance of caution. Follow up indicated that the open wound improved.

Manufacturer narrative:
Not applicable.